Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilating with device error 99.1224. After replacement of the pcb, the device works fine. No patient consequences were reported.

Manufacturer narrative:
The affected savina was analyzed and the pcb control has been replaced. The log file and the replaced pcb were provided to the manufacturer for a detailed analysis. The log file confirms that the device failure 99.1224 occurred once on (B)(6) 2019 at 20:23 (device time). No further deviations were logged. The logged device failure was caused by an inconsistency of displayed picture which is generally a temporary situation. The provided pcb was tested and the failure could not be reproduced. Based on the analysis it is likely that there was a temporary deviation of the electronics on the pcb control which was solved by a restart of the device. In case the device detects a deviation within the electronic system, a software controlled restart is initiated in order to solve the deviation. During the restart, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation is continued with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.